Manufacturer narrative:
(B)(4). Batch #: unk. Additional information received: surgeon mentioned he felt that occasionally he has the lung not falling out of the jaws when the tissue transected and he believes this is due to the gripping surface technology. He mentioned he has had no increase in leaks or adverse patient outcomes with the new echelon plus stapler. An analysis of the product could not be performed since a physical sample was not received for evaluation. An evaluation of the manufacturing documentation could not be completed as the lot/batch number was not provided. As part of ethicon's quality process, all devices are manufactured, inspected, and distributed to approved specifications. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate.

Event description:
It was reported that the staple has to be wriggled out after opening the jaw, as it catches on the tissue after it is fired. The observations are with the echelon plus stapler. The procedure successfully completed. There were no patient consequences reported.